Manufacturer narrative:
Block b3: approximated based on the date the manufacturer became aware of the event. Product family: scs-linear leads. Upn: m365sc2218500. Model: sc-2218-50. Serial: (B)(6). Batch: 7130477. UDI: (B)(4). Product family: scs-linear leads. Upn: m365sc2218500. Model: sc-2218-50. Serial: (B)(6). Batch: 7130002. UDI: (B)(4).

Event description:
It was reported that the patient underwent an explant procedure wherein the entire spinal cord stimulation (scs) system was removed for an unknown reason. No additional information has been obtained at this time. Additional information indicated that the scs patient experienced inadequate stimulation, causing unsatisfactory pain control. To address this, the patient underwent an explant procedure in which the implantable pulse generator (ipg) and both leads were removed and replaced. The patient is reported to be recovering well postoperatively. In accordance with facility policy, the explanted devices were disposed of and will not be returned.

Event description:
It was reported that the patient underwent an explant procedure wherein the entire spinal cord stimulation (scs) system was removed for an unknown reason. No additional information has been obtained at this time. Additional information indicated that the scs patient experienced inadequate stimulation, causing unsatisfactory pain control. To address this, the patient underwent an explant procedure in which the implantable pulse generator (ipg) and both leads were removed and replaced. The patient is reported to be recovering well postoperatively. In accordance with facility policy, the explanted devices were disposed of and will not be returned.

Manufacturer narrative:
The device sc-1216 serial number (B)(6) was not returned to boston scientific for analysis. However, a labeling review did not reveal any anomalies as it states: system failure, which can occur at any time due to random failure(s) of the components or the battery. These events, which may include device failure, lead breakage, hardware malfunctions, loose connections, electrical shorts or open circuits and lead insulation breaches, can result in ineffective pain control and undesirable stimulation may occur over time due to cellular changes in tissue around the electrodes, changes in electrode position, loose electrical connections and/or lead failure are a known risks of implanting a pulse generator as part of a system to deliver spinal cord stimulation. Based on a thorough review of the reported complaint, boston scientific has assigned an investigation conclusion code of: known inherent risk of device. Block b3: approximated based on the date the manufacturer became aware of the event. Product family: scs-linear leads, upn: m365sc2218500, model: sc-2218-50, serial: (B)(6), batch: 7130477, UDI: (B)(4). Product family: scs-linear leads, upn: m365sc2218500, model: sc-2218-50, serial: (B)(6), batch: 7130002, UDI: (B)(4).

Event description:
It was reported that the patient underwent an explant procedure wherein the entire spinal cord stimulation (scs) system was removed for an unknown reason. No additional information has been obtained at this time.

Manufacturer narrative:
Block b3: approximated based on the date the manufacturer became aware of the event. Product family: scs-linear leads upn: m365sc2218500 model: sc-2218-50 serial: (B)(6) batch: 7130477 UDI: (B)(4). Product family: scs-linear leads upn: m365sc2218500 model: sc-2218-50 serial: (B)(6) batch: 7130002 UDI: (B)(4).